Event description:
Revision after dislocation. Primary surgery was in 2000. Implants were placed well and had great ingrowth, surgeon was unsure as to why pt was dislocating.

Manufacturer narrative:
Engineering eval of returned device is ongoing.